Event description:
Drug/diluent: unk, procedure: abdominoplasty, cathplace: unk. Catheter broke during removal. Black tip of catheter not intact (missing) upon removal by surgeon. Physician thinks it was caught in the pt's sutures. Physician stated that he pulled or stretched the catheters when removing them, to the point that the markings looked distorted. Catheters were intact when placed. X-ray was done, but showed nothing left in pt. Procedure date on (B)(6) and catheter removal on (B)(6). Product discarded by staff at hospital. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: no sample rec'd for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. It was reported that physician thinks it was caught in the pt's sutures. Physician stated that he pulled or stretched the catheters when removing them, to the point that the markings looked distorted. The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is rec'd, a f/u report will be filed.